Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the evaluation. Failure analysis investigation confirmed the customer reported complaint. Fa found the primary failure of the dislodged grip ring to be related to the customer reported complaint. The vessel sealer extend instrument was placed and driven on an in-house system. The grips could not open and close properly. The instrument housing was removed and found that the grip ring was dislodged. There were no damages found on the screw during the visual inspection. A review of logs showed no failures. The root cause of this failure is attributed to manufacturing. No image or video was available for review. A review of the instrument logs for the vessel sealer extend (part number 480422-01/lot number l12220718-0138) associated with this event has been performed. Per the review, the vessel sealer extend instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 0 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the vessel sealer extend instrument grips did not open and/or were clamped. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend instrument jaws would not open. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.